Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cap does not detach. The following was translated from japanese to english. This is a complaint about needle case does not come off after it is attached to the pen. Customer reported that after attaching needle to pen, needle case stuck to hub and would not come off. Patient brings complaint to pharmacy.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cap does not detach. The following was translated from japanese to english. This is a complaint about needle case does not come off after it is attached to the pen. Customer reported that after attaching needle to pen, needle case stuck to hub and would not come off. Patient brings complaint to pharmacy.